Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the buttons on the insulin pump were not working. Customer's blood glucose reading at the time of the call was 212 mg/dl. No further info reported.